Event description:
The patient was implanted with an eon ipg and a lead in 2007 as a revision to a prior scs system she had received. In the recovery room, the patient was reported as paralyzed and numb from the chest down. The patient's system was explanted, and the physician performed a laminectomy at t7-8 for decompression. The patient was discharged with reportedly still some numbness and a deficit in movement in her foot. The patient later received another laminectomy at t9-t11. Follow up with the patient found that most sensory and motor function has returned.

Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.